Event description:
On (B)(6) 2025 the patient reported skin irritation in the form of a rash with open sores and red bumps in addition to hives while utilizing the electrode - patch - universal 2 channels. There is a report that the patient sought medical treatment: patient stated she was in the hospital when she was treated for the skin irritation. There is a report that the patient was advised to treat with an unknown prescription medication. There is no report that the patient was treated with an over-the counter medication. There is no report that the patient took a break in service and/or discontinued the service. There is a report that the patient did not follow the instructions for skin prep: only used alcohol wipes, no soap and water. There is no report that the patient reported skin sensitivity/allergy to adhesives and metals adhesives.

Manufacturer narrative:
On (B)(6) 2025 the patient reported skin irritation in the form of a rash with open sores and red bumps in addition to hives while utilizing the electrode - patch - universal 2 channels. There is a report that the patient sought medical treatment: patient stated she was in the hospital when she was treated for the skin irritation. There is a report that the patient was advised to treat with an unknown prescription medication. There is no report that the patient was treated with an over-the counter medication. There is no report that the patient took a break in service and/or discontinued the service. There is a report that the patient did not follow the instructions for skin prep: only used alcohol wipes, no soap and water. There is no report that the patient reported skin sensitivity/allergy to adhesives and metals adhesives. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. The following factors were identified and/or attributed to electrode skin irritation and associated symptoms. The patient is 85 years old and used improper application techniques. The product labeling advised patient of alternate options and other steps to take if skin irritation develops, including healthcare professional contact as needed.